Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient¿s device started shocking them yesterday and the patient eventually made their way to the emergency room last night. It was noted that the patient lifted something yesterday at work and that may have prompted the issue and the patient had back pain from the lifted item. The patient was then sitting on their couch when the implant began shocking them and it was described as a constant, very painful shock in the vagina. It was reported that the patient lost their programmer 1.5 months ago and had no way to turn the implant off and the device was now turned off. They were running impedances at 1.5v and 210 pulse width but had to stop mid check because the patient expressed discomfort. It was noted that the patient mentioned nothing that prompted the issue until the caller asked the patient again and they noted lifting a bag of dog food yesterday that caused discomfort. The impedances were c0 at 1537 ohms, c1 at 1537 ohms, c2 at 774 ohms, c3 at 774 ohms, 01 at 1696 ohms, 02 at 1696 ohms, and 03 at 1821 ohms.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0c139, implanted: (B)(6) 2013, product type: lead. (B)(4).